Manufacturer narrative:
Investigation: during surgery band was over tightened within instrument. Usually, as surgical technique describes, the total reduction is completed when the band, of concave side, is fully tightened. After this step was completed, surgeon continued to tighten the band and over loaded band. Conclusion: band rupture was the result of over loading during tightening step. Surgical technique was not properly followed. Implants used in surgery and implicated in incident: b08106010: band and connector; a08100010: tension pulley.

Event description:
In (B)(6) 2012, (B)(4) project manager reported one case of broken and detected during surgery. This incident occurred during final step of tightening with tension pulley. Construct was already secured, surgeon considered that this incident will not lead to pt issue, so the broken band was left in pt.